Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customers blood glucose (bg) was 281 mg/dl. On 5/5/2023 customer went to the emergency room with a bg of 450 mg/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released later that day. System check was performed by clinical support (clss) and reportedly the customer was using cold insulin and humalog for 3 days. Clss informed the customer that using cold insulin and humalog for 3 days is off label per the tandem user guide. Ultimately the customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.